Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, she was admitted to the hospital with blood glucose (bg) over 600mg/dl and vomiting. The patient was reportedly removed from the pump and placed on an insulin drip, and then was placed back on the pump for a few hours. The patient stated that after she was placed back on the pump, her bgs rose quickly again. The patient stated that the md determined that the pump was ¿not pushing out insulin¿. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. During troubleshooting the patient performed a bolus into the air and the pump showed that the bolus was delivering but nothing came out of the tubing. The patient confirmed that the cartridge had insulin in it. The patient was reportedly on an alternate form of insulin delivery at the time of the call to animas. This complaint is being reported due to the allegation that the pump was not delivering insulin as expected and the patient experienced severe hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during investigation, the pump¿s history and black box was reviewed and showed that the last basal delivery and the last bolus were recorded on 05/13/2013; only typical usage alarms and warnings were observed. The total daily dosages were correctly calculated and were found to reflect the user's programmed basal rates. The remaining units were correctly calculated and accurately written to the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specification. The history/settings issue was duplicated during the investigation. There were no defects were found.